Event description:
It was reported that a user experienced hyperglycemia with a fingerstick blood glucose reading over 600 mg/dl while using the ilet system with an inset infusion set; the user performed a site change two hours prior without visible cannula damage, saw a downward trend arrow on the pump, and administered multiple meal announcements and an additional subcutaneous insulin pen dose while remaining connected to the pump, without achieving glucose reduction. Symptoms included hyperglycemia without other reported complaints. Outcomes included no hospitalization and guidance to allow the pump to deliver correction doses, recheck by fingerstick in one hour, and consider contacting a healthcare professional due to persistent elevated glucose. Investigation included case review and user troubleshooting education regarding high glucose management. Investigation of this case revealed no device alarms for occlusion or dosing stopped, and no confirmed device or component malfunction was identified, so the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.